Manufacturer narrative:
The reported event was duplicated by a manufacturer service technician. It was found that the driveshaft bearings were corroded, which may have caused the reported event.

Event description:
It was reported that during a procedure at the user facility, the tip of the core impaction drill was overheating. The procedure was completed successfully. No clinically significant delay, adverse consequences, or medical intervention were reported with this event.